Manufacturer narrative:
(B)(4). Date sent: 8/13/2024 additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No consequences is the white tissue pad completely missing from the clamp arm of the device? Yes

Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. D4 batch #: unknown. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tumor extraction, everything starts normally; however, on the third use of the product, the pad comes off. Therefore, the doctor asks for another harmonic device to continue with the procedure.